Event description:
It was reported the pt (B)(6) lost stimulation. A diagnostic test found invalid impedance measurements for all lead contacts. Surgical intervention was undertaken for further interrogation, and it was determined the issue stemmed from a faulty lead extension. As such, the device was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.